Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2324bcc, batch 15345655, was received for investigation. The green exterior shaft was damaged at the distal end. The anchor was not returned for evaluation. Functional testing was not performed due to the damage present on the device. The most likely cause of the damaged shaft can be attributed to misuse, such as misaligned insertion or prying/leveraging the device during insertion. The complaint allegation is not confirmed as the component was not returned for evaluation. Refer to the attached investigation photos.

Event description:
On 17th september 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in an anterior cruciate ligament reconstruction surgery of the knee joint surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-2324bcc was used. Ar-1922p+ar-1927ptb-45 were used to prepare bone socket. There were no fragments left in the patient and there was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.